Event description:
Procedure: thoracoscopy. Patient sex: unk. Reportedly, during device insertion into the patient a piece of the cannula broke off and fell into the patient. The piece was recovered and there was no reported patient injury.